Event description:
It was reported that the patient presented remotely via Merlin.net. Review of transmission revealed Post-Paced T-wave Oversensing (PPTWOS) on the Implantable Cardioverter Defibrillator (ICD). Programming changes were discussed, no intervention was reported. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.